Event description:
The ge oec 9600 fluoroscopy system reportedly shut off during a procedure. A reboot corrected the issue.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the error. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.